Manufacturer narrative:
Product evaluation: the reported event of fractured radiopaque tip could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire x instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire x instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The ffr procedure was performed in the lad with the pressurewire x, wireless. The stent was placed over the device and a balloon was used in the procedure to place the stent. When removing the device, the pressurewire x, wireless became snagged on the stent and the radiopaque tip broke off inside the artery. The separated tip was left in the patient with no consequences to the patient.

Manufacturer narrative:
The device was returned due to the guidewire being stuck on the stent, fractured and a portion of the guidewire remained within the patient. The results of the investigation concluded that the corewire and distal tip coil had been fractured and separated at the distal end of the jacket. The fractured corewire and tip coil were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. The corewire was bent at the location of the fracture and the hydrophilic coated distal tube had been kinked and was bent, consistent with the guidewire being exposed to excessing torqueing and manipulation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with forcible contact during use. The pressurewire x instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.